Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the meniscus of the r-unit (charged coupled device) section is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the meniscus of the r-unit section is broken and therefore the image quality is poor. A definitive root cause could not be identified for the broken r-unit section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that this videoscope exhibited a poor image quality and cloudy picture for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that this videoscope exhibited a poor image quality and cloudy picture for an unknown procedure. There were no reports of patient harm.